Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported issue and found the instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument was noted to have broken wires. The procedure was completed with a backup instrument and there was no reported harm, injury or adverse outcome. The customer reported that no fragments fell into the patient.